Event description:
It was reported that at implant the lead required repositioning and when it was removed from the device header, the setscrew from the rv df1 header port became displaced. The screw could not be re-engaged and the silicone sealing of the port appeared compromised. A new device was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; grommet damage was noted.